Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system was identified as being defective and a replacement part was ordered. The repair is pending a purchase order approval.